Manufacturer narrative:
Customer reported that a pyxis medbank system allowed a nurse to remove a required medication without pharmacist verification. Customer stated that a patient received an injection of haldol decanoate from a nurse without pharmacist verification. Pharmacist, in parallel, requested an order change to abilify maintena but the original order had already been administered to the patient. Customer reported the patient was temporarily impaired. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined that the pyxis medbank system worked as designed. Third party system was allowed to send order messages through the interface rather than sending orders to the pharmacist queue for review/approval. It was confirmed that the medbank system medication and nursing privileges were set up correctly. There was no evidence that the system contributed to the patient's impairment.

Event description:
Customer reported that a pyxis medbank system allowed a nurse to remove a required medication without pharmacist verification. Customer stated that a patient received an injection of haldol decanoate from a nurse without pharmacist verification. Pharmacist, in parallel, requested an order change to abilify maintena but the original order had already been administered to the patient. Customer reported the patient was temporarily impaired.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4). Complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, (B)(4).complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident it was determined that the system allowed a nurse to remove a medication without pharmacist verification and another medication was delayed by 8 hours. The technical support specialist confirmed that the management team contacted the customer regarding getting the medications on medpass software to fit the 'all meds' model to resolve the issue. The system functioned as intended after the technical support specialist assessed the device. This is one of three reports - MFR report # for the other cases are 2016493-2022-99109 and 2016493-2022-99108.

Event description:
Customer reported that a bd pyxis medbank system allowed a nurse to remove a required medication without pharmacist verification. Customer stated that a patient received an injection of haldol decanoate from a nurse without pharmacist verification. Pharmacist, in parallel, requested an order change to abilify maintena but the original order had already been administered to the patient. Customer reported the patient was temporarily impaired.